Manufacturer narrative:
The product is expected to be returned for evaluation; however, the device has not been rec'd by the manufacturer. A f/u report will be submitted.

Event description:
Rec'd info reporting cartridge error during basal. The issue did not impact customer's blood glucose level.